Event description:
Staff member was attempting to open heel warmer, but was unable to. Another staff member was assisting by squeezing the back, when it exploded and splashed into the first staff member's eyes. The staff member flushed their eyes and then reported to the emergency department. The company was notified, all heel warmers have been pulled from the shelves, and new ones not requiring squeezing were purchased.